Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received erroneous results for a patient tested with two coaguchek xs meters (serial numbers unknown). The date of the event is not known. On an unknown date, patient was tested using each meter and the result from each meter was 6.2 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.5 inr. No adverse events were alleged to have occurred with the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Replacement product was sent to the reporter.